Manufacturer narrative:
Evaluation summary: the pentax engineer checked with the hospital staff. The cause was that, during the reprocessing, the user wiped the bending rubber covering the light guide cable for too long. The hospital staff put the bending rubber back in place. And the scope could be used normally. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2021, the patient underwent nasolaryngology when the scope penetrated into the patient's mouth and touched the patient's tongue , the image turned black and the patient's throat could not be seen. The image was recovered only after pulling out the scope for a while.afterwards, the user contacted the medical engineering department for repair. This event occurred at the time of during use. There was no report of patient harm.